Event description:
Received info that pump has stopped all insulin delivery. Reportedly, the customer had gone through a full body scanner at the airport while wearing the pump. There was no impact to his blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will submitted upon completion of evaluation.